Event description:
Patient was revised to address elevated metal ion levels. Update 05/23/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update 12/27/2011 - patient fact sheet was received. There was no new information that would change the outcome of the investigation. There is a side discrepancy and it is unknown if this is the left or right side. Update rec'd 12/26/14 - plaintiff¿s preliminary disclosure form was received, which identified dor. The sleeve and stem are being added for elevated metal ions. The complaint was updated on: 1/14/15.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.